Event description:
The following has been reported: biomed reported: unresponsive and ghost touch screen. A preliminary review identified the following issue: random touches registered an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.